Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) came out from the puncture site. The device was removed from the patient¿s body. Hemostasis was achieved by manual compression (greater than 30 minutes). The patient¿s status was recovered. There was no reported patient injury. The device was used after a coronary angiography case, using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity. The stick location was the common femoral artery and it was a normal puncture. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer was held in place while removing the balloon from the access site. Additional patient and procedural details were requested but were not provided by the site. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open, the advancer tube was deployed on the catheter shaft, and the sealant was observed to have covered the balloon¿s proximal tip as received. It was reported that ¿the sealant of a 6f-7f mynxgrip vascular closure device (vcd) came out from the puncture site. The device was removed from the patient¿s body.¿ however, it was noted that there was no blood on the sealant nor on the surface of the returned device, and that the sealant sleeve still remained in the manufacturing position, which indicated that the returned device may have not been inserted into an existing procedure sheath nor into the patient during the procedure. The returned device was inspected, and no visual damages or anomalies that may have contributed to the reported failure were observed. Per microscopic analysis, there was no blood on the sealant of the returned device. A product history record (phr) review of lot f2017002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The condition of the returned device does not match the description of the incident. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to insert the device into a procedural sheath, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) came out from the puncture site. The device was removed from the patient¿s body. Hemostasis was achieved by manual compression (greater than 30 minutes). The patient¿s status was recovered. There was no reported patient injury. The device was used after a coronary angiography case, using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and the vessel diameter verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity. The stick location was the common femoral artery and it was a normal puncture. There was no presence of pvd / calcium in the vicinity of the puncture site. The advancer was held in place while removing the balloon from the access site. Additional patient and procedural details were requested but were not provided by the site. The device will be returned for evaluation.